Event description:
It was reported that during an unknown number of procedures, the copilot valve seal was not working properly while pushing fluid and holding fluid (blood) back, leaking at the bleedback control seal during the procedure. The copilots were able to be used successfully for the procedures. There have been no adverse patient effects and no clinically significant delay in the procedures due to the issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. One sterile, unused, representative sample copilot device, part 1003331 (same part number as the complaint device) from lot number 50865691 was returned for evaluation. Functional testing was performed on the returned device and the device passed with acceptable results. No manufacturing issues or abnormal observations were detected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar leak incidents reported from this lot. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.